Event description:
A customer reported the system was intermittently not changing steps when the foot pedal button was activated during surgery. The touch screen and remove was used to switch steps to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).